Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), infection ("frequent infections"), abnormal weight gain ("excessive weight gain"), migraine ("migraine"), menstruation irregular ("irregular menstrual periods"), tooth disorder ("dental issues"), alopecia ("hair loss"), amnesia ("memory loss"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth") and headache ("headache"). The patient was treated with surgery (hysterectomy to remove essure coils was performed in(B)(6) 2013.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, abdominal distension, infection, abnormal weight gain, migraine, tooth disorder, alopecia, amnesia, dizziness, dysgeusia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, dizziness, dysgeusia, dyspareunia, headache, infection, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She also subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Plaintiff is unable to wear fake or costume jewelry which often contain nickel due to skin irritation . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-aug-2018: fu was received. Events -irregular menstrual periods, dental issues, hair loss, memory loss, dizziness, metallic taste in her mouth were added. Plaintiff¿s age, drug removal date were updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), infection ("frequent infections"), abnormal weight gain ("excessive weight gain"), migraine ("migraine"), menstruation irregular ("irregular menstrual periods"), tooth disorder ("dental issues"), alopecia ("hair loss"), amnesia ("memory loss"), dizziness ("dizziness"), dysgeusia ("metallic taste in her mouth"), headache ("headache") and pyrexia ("high fever"). The patient was treated with surgery (hysterectomy to remove essure coils was performed in (B)(6) 2013.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, abdominal distension, infection, abnormal weight gain, migraine, menstruation irregular, tooth disorder, alopecia, amnesia, dizziness, dysgeusia, headache and pyrexia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, dizziness, dysgeusia, dyspareunia, headache, infection, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, pyrexia, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She also subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Plaintiff is unable to wear fake or costume jewelry which often contain nickel due to skin irritation . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information & new event "fever" were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), vaginal infection ("frequent infections"), abnormal weight gain ("excessive weight gain") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy to remove essure coils was performed in (B)(6) 2013.). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, abdominal distension, vaginal infection, abnormal weight gain and migraine outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, abdominal distension, vaginal infection, abnormal weight gain and migraine to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She also subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): in 2011: hysterosalpingogram result was coils were properly placed.. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced chronic pelvic pain/ increasingly severe pain, amongst non-serious events. Plaintiff underwent hysterectomy to remove essure coils two years and 10 months after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced chronic pelvic pain/ increasingly severe pain, amongst non-serious events. Plaintiff underwent hysterectomy to remove essure coils two years and 10 months after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.